Event description:
One pt experience brain damage.

Event description:
One pt died.

Event description:
A retired physician and lawyer, who serves as a medical and legal adviser, reported to the inventor of the lma that he had knowledge of three cases in which the pt's asophagus was ruptured due to negligent use of the lma. This info was then forwarded to the co and the distributor. Upon hearing of this report, distributor's safety officer contacted the initial reporter. The reporter stated that of the three cases one pt had recovered, one pt experienced brain damage (degree unk), and one pt died. The reporter stated that due to legal constraints, he believed he eas unable to reveal the names of the pts, practitioner(s) or health care facility(s) involved, and the records cannot be opened. The reporter indicated that neityher the MFR, not the distributor, was contacted as the event were due to gross misuse of the lma by the health care practitioner(s) involved, and were not caused by the device. Since direct investigation of these alleged events is not possible, distributor conducted a thorough literature search (nerac service; parameters: death, brain damage, esophageal rupture) which did not reveal any similar cases. The MFR also conducted a literature search in a database which includes all of the major european and internation anaesthesia journals using esophageal rupture as a parameter. Again, no similar cases were found. The MFR concludes that in light of the fact that it was not contacted during any of the legal procedures and based upon the info provided by the reporter, these events resulted from health care practioner(s) error and misuse, and did not rresuolt from a device malfunction. As it is not anticipated that further 8info will be obtained, this file is considered closed.